Manufacturer narrative:
This report is submitted on july 8, 2021.

Event description:
Per the clinic, the patient experienced chronic infection at the abutment site, and was treated with oral and topical antibiotics (specific date and duration not reported). The patient was placed under a general anesthetic on (B)(6) 2021, in order to remove the abutment.